Event description:
A surgeon reported a bilateral pt and a unilateral pt with unexpected postoperative refractions following intraocular lens (iol) implant surgery. Additional info has been requested. There are three medical device reports associated with this event. This report is for the left eye of the bilateral pt.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 04/03/2009 by fax and mail. A completed questionnaire has not been received.